Event description:
It was reported that during a "tvt" procedure the needle detached from the tape. The physician sutured the needle to the tape and tried a second passage but the needle detached again. The surgeon completely removed the device and used another one to complete the procedure with no pt consequences.